Event description:
It was reported that patient changed cassette and infusion set on (B)(6) 2026, but blood glucose kept rising despite multiple pump-delivered boluses (up to 11 units). After site change with no improvement, finger-stick glucose was 558 mg/dl with vomiting, leading to emergency admission and treatment with IV fluids and insulin. Patient was discharged on (B)(6) 2026. After returning home, all components were replaced again (new site, cassette, tubing, insulin vial), but glucose still rose (up to 527 mg/dl with trace ketones). Patient¿s mother suspected a pump issue despite multiple site change. T2 reviewed logs and found the pump functioning correctly but replaced it as a precaution. Patients' mom requested for investigation of infusion sets and cassettes, as multiple replacements did not resolve the issue.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. The device history review was performed, and no nonconformities were identified that may have contributed to the reported adverse event. The customer reported serious injury could not be confirmed by investigation. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.